Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2024 where the entire system was explanted to address the issue.

Event description:
It was reported that on 07 june 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Imaging quality was poor. A xtw (lot: 40118r1018) was implanted, reducing mr to grade 1. The next day (B)(6) 2024, the clip was observed to have detached from the posterior leaflet (single leaflet device attachment (slda)) and mr was recurrent grade 4. A xtw (lot:40116r4104) was implanted to stabilize, reducing mr to trace. Thsere was no patient consequences or clinically significant delay.

Manufacturer narrative:
Date of event is estimated.